Event description:
It was reported through a remote transmission that the device was exhibiting episodes of non-sustained lead noise on the right ventricular channel due to oversensing of myopotentials. The device was reprogrammed and remains implanted.